Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the black wiring connector harness on the back of the pump is broken was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged wiring harness. The wiring harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump in which the black wiring connector harness on the back of the pump is broken. This condition was found during biomedical testing in the biomedical service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.